Manufacturer narrative:
It unknown what sn is for the right lead. Hence, both the leads are being reported. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12996. It was reported that the patient experienced loss of therapy after receiving a heimlich maneuver. As such, surgical intervention took place on (B)(6) 2019 wherein the right thoracic lead was explanted and replaced with a new lead due to visible fracture. Reportedly, therapy has been restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.